Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer is having issues with his battery. The customer¿s blood glucose is 220 mg/dl. The battery only lasted 16 hours and they tried changing the battery but received a power error alarm and was prompted to save the customer¿s settings. The pump began to rewind. The customer received multiple power loss alarms and replace battery now alarms. During power loss alarm troubleshooting, the pump was not alarming at the time of the call and it had not been stored, not in use for an extended period, or without a battery for greater than ten minutes. The customer had received multiple power loss alarms when the batteries were out of the pump less than 10 minutes. They tested the pump with a new battery and the pump alarmed power loss. The customer was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per his doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, pump was monitored and functioned properly. No unexpected battery power loss noted during testing. Unit received with minor scratched lcd window, stained keypad overlay, faded serial number label, cracked retainer and scratched case.